Event description:
It was reported that the patient passed away unexpectedly and log files were sent for review to get a timeline of the events that occurred. The patient was having low flows and attempted a controller exchange. The cause of death was that the patient disconnected the driveline. The outcome was device/therapy related. Log files from system controller, (B)(6), captured low flow alarm events on (B)(6) 2026. The motor function was not affected by these events. A driveline disconnect event occurred on 25jun2026 at 19:03:51. The data indicated that the driveline was reconnected on 25jun2026 at 19:04:34. The white power lead was disconnected from battery power on 25jun2026 at 19:06:01. The black power lead was disconnected from battery power on 25jun2026 at 19:06:55. A no external power flag was activated at this time. The white power lead was reconnected to battery power on 25jun2026 at 19:07:01. The white power lead was again disconnected from battery power on 25jun2026 at 19:07:04. A no external power flag was activated at this time. Another driveline disconnect event occurred on 25jun2026 at 19:07:31. A system controller shutdown sequence was performed on 25jun2026 at 19:08:51. Additional log files were sent from system controller, (B)(6), and contained erroneous date/time stamps from 26jun2025 to 27jun2025. The log file data indicated that the left ventricular assist device (lvad) was connected on 26jun2025 at 18:49:35 (~ 25jun2026 at 19:10:44). The log files also captured low flow alarms events. The log file data indicated that the lvad was disconnected on 26jun2025 at 20:53:03 (25jun2026 at 21:14:12). The log file data indicated that a system controller shutdown sequence was performed on 27jun2025 at 9:36:16 (26jun2026 at 9:57:27). The log file indicated that the file was created at 26jun2026 at 10:39:56 and that the system controller was connected to the power module for log file download on 27jun2025 at 10:18:47. The time was approximately off by + 1 year, - 1 day, + 21 minutes, and 9 seconds. The black power lead was reconnected to battery power on 25jun2026 at 19:10:00. The white power lead was reconnected to battery power 25jun2026 at 19:10:17. The data indicated that the driveline was reconnected on 25jun2026 at 21:11:24. The black power lead was disconnected from battery power at 25jun2026 at 21:12:11. Another driveline disconnect event occurred on 25jun2026 at 21:14:30. The white power lead was disconnected from battery power on 26jun2026 at 9:51:54. A no external power flag was activated at this time. A system controller shutdown sequence was performed on 26jun2026 at 9:51:58.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.